Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cannula could not be retained using the trocar system as usual during surgery. When the blade and cannula were touched directly outside the eye, there seemed to be a sticking sensation and smooth insertion and removal was not possible. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open 25 gauge trocar assembly, was received for the report. The returned sample was tested visually for septum inadvertently. The sample was tested visually for trocar cannula and was found to be conforming. The sample was visually tested for blade and was found to be nonconforming with damaged tip, damaged cutting edge and damaged at ears with pushed metals was observed. The sample was then dimensionally inspected for cannula inner diameter and was found to be conforming. Ear width test was not performed due to damaged blades. A functional fit test could not be performed due to damage of blade. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample cannula was found to be visually and dimensionally conforming; however since the trocar blade was visually nonconforming functional testing could not be performed and a root cause could not be determined for the reported complaint issue. The damage to the blade could have occurred when the customer tried to remove the cannula from the blade. The exact root cause for trocar fir issue with the blade is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar cannula/hub assemblies are 100% inspected for cannula damage. Any non-conformances found are removed from the lot and scrapped. All trocar blades are 100% inspected. Any nonconformances, such as damaged tip and damaged cutting edge on the returned sample, is removed from the lot and scrapped. An acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).